Event description:
It was reported that the pt had increased pain. The catheter was disconnected from the pump. A catheter replacement was done. The pt showed improvement with pain control the next day after surgery. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).